Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. It was determined that during a lead implant procedure, the physician verified that the patient had an infection and pus at the ipg site. The physician decided to explant the entire system to address this issue. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that during lead implant procedure, the physician verified that the patient had an infection and pus at the ipg site. The physician decided to explant the entire system to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.